Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-02177 and 1627487-2023-03917. It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. It was also reported that the patient's leads had migrated and as a result the patient lost therapy. Surgical intervention took place where the ipg and leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The device has not been returned for analysis. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the lead migration encountered was unable to be conclusively determined.